Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Operational context contributed to event.

Event description:
Pt had successful implant of a bifurcated device and a proximal cuff in 2008. Follow up CT revealed a proximal endoleak, however, not clear as to whether or not it was a type I or type iii. During the secondary procedure on the following month, a palmaz stent was placed to treat the possible type I, however, angio revealed that there was still filling between the stent grafts (bifurcated and proximal cuff). An additional proximal cuff was placed to treat a possible type iii, final angio revealed no endoleak.